Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge, and the shock was not delivered successfully during implant synchronous shock testing. During testing the shock lead impedance of the right ventricular (rv) lead measured at 125 ohms, which was high out of range. However, after testing, it measured below 20 ohms, which was low out of range. It was noted that the shock impedances had been gradually and consistently high as part of the patient's previous system. The rv lead was not manufactured by boston scientific and had been implanted over 20 years ago. X-rays were taken and unremarkable per physician. Technical services (ts) suggested a capacitor reformation and testing on a new lead to verify system functionality. No adverse patient effects were reported outside of the prolonged procedure. The procedure was completed as intended with this ICD. According to additional information, three commanded shocks were delivered at the time of the initial code 1006. It was also noted that therapy for this ICD has been deactivated until replacement takes place.